Manufacturer narrative:
Unit power up properly after battery installation. No blank display or audio/beep anomaly noted. However, unit received with cracked/detached end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify off no power alarm due to cracked/detached end cap. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom of the insulin pump came loose. Customer reported pushing it back in. Blood glucose level at the time of the incident was not provided. The customer also reported battery longevity issues. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.